Event description:
It was reported by the customer the catheter leaked from the joint on the first part of the part that divides from one to three prongs. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is unconfirmed because the problem could not be reproduced. The product returned for evaluation was a triple lumen 15cm power trialysis dialysis catheter. No obvious evidence of use residue was observed. An attempt to flush the catheter with water using a 12ml syringe revealed all three lumens were patent to infusion and aspiration with no observed leaks. No leaks were observed during pressurization. No damage was observed during microscopic inspection. The complaint of leak could not be reproduced; therefore, this complaint is unconfirmed at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer the catheter leaked from the joint on the first part of the part that divides from one to three prongs. No other information was provided.